Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported to integra that on (B)(6) 2018, an a3059 mayfield composite series skull clamp was used in an unspecified cervical surgery. During the procedure, patient's neck moved causing somewhat of a "neck extension". The patient had to be re-adjusted during cervical surgery right before the rod was placed. There was no noted patient injury. Additional information received on (B)(6) 2018 indicating that the patient woke up and moved all extremities post operatively with no signs of lacerations from the skull pins. The surgery was completed as usual with no delays.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and no issues were observed with the returned unit. The device history record reviewed showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points except for rejected product labels which were replaced. No service history is on file for this device. The root cause is undetermined at this time. The failure could not be duplicated.